Manufacturer narrative:
The maj-1430 videoscope cable referenced in this report was returned to olympus for investigation, along with an olympus cv-180 videoprocessor, and olympus maj-1462 video cable and the items were evaluated. The investigation confirmed the user's report of a complete loss of image. Upon further investigation, this phenomenon was isolated to severely dented contact pin array on the maj-1430 cable, which prevented secure connection of the videoscope cable to the videoprocessor. Based upon the results of this investigation, the cause of the user's reported experience appears to be due to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that a patient was determined to have gastrointestinal bleeding prior to a procedure. During a diagnostic esophagogastroduodenoscopy, a complete loss of image was experienced. The users elected to switch to three different endoscope devices, and had no success obtaining an image. The procedure was reportedly not completed. Olympus was informed that the patient had undergone interventional radiology, which determined the bleeding had stopped. The user facility reported that the endoscopes worked appropriately on other videoprocessors and they did not believe they had caused or contributed to the reported event. There has been no additional information received to date, regarding the patient's condition.